Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, non-calcified, right coronary artery (rca), the xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. The device was removed and placed aside. After pre-dilatation the same xience alpine sds was to be used; however, it was noted that the stent had become dislodged and was located on the table outside the anatomy. A different xience alpine was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.